Event description:
It was reported that the patient's lead was fractured. It is unknown which lead is at fault. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received. The allegation is against one of three leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: (B)(6) batch: a000082108. Common device name: octrode lead kit, model: 3189, UDI: (B)(4), serial: (B)(6) batch: t00005907.

Manufacturer narrative:
Correction: d suspect device information device information was updated in this record. Correction: b1 product problem should not be selected in this record.

Event description:
Additional information received indicates the patient's cervical lead migrated. Surgical intervention was undertaken wherein the lead was explanted and replaced. No visible fracture was confirmed following explant.

Manufacturer narrative:
During the process of this complaint attempts were made to obtain complete event and patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.